Manufacturer narrative:
This complaint is still udner investigation. Depuy will notify the FDA with the results of this investigation once it has been completed.

Event description:
Patient was revised to address a liner which had apparently not been properly seated in the primary surgery, and patient was having pain.update (B)(4) 2013- litigation papers received. It is alleged that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone. The femoral head has been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.